Manufacturer narrative:
This is the final report.

Event description:
A report was received stating that a patient went to the emergency room because his pocket site was swollen and painful. He was treated with oral antibiotics until he met with his physician. After meeting his doctor, the patient was given antibiotics but an infection was not confirmed. The patient was told by the doctor to charge his implant. However, the patient felt heating at the pocket site, and was not able to charge for more than one hour. Since taking the antibiotics, the patient is now able to charge his stimulator and is doing well.